Event description:
It was reported that the customer was hospitalized for low bgs. The cause of low bgs was unk. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. Suggested the customer to call the dr to discuss possible causes of low bgs.